Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion with 99% stenosis in the proximal right coronary artery (rca). The patient was being treated for an st-elevation myocardial infarction (stemi). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a 2.5x20mm euphora balloon, and a 2.75mm non-medtronic nc balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during removal following a failed delivery. The stent could not cross the lesion of the total occlusion. Upon removal, the stent came off the balloon. The dislodged stent was not removed. It was possible to open the dislodged stent in the ostium of the rca using a 2.75x12mm euphora balloon. A medtronic 6f launcher guide catheter and a medtronic telescope guide extension catheter were also used during the procedure. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: annex d codes. Correction: there is no complaint against any of the other medtronic devices used during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was possible to open the dislodged stent in the ostium of the rca using a 2.75x12mm euphora balloon with no issues noted. A medtronic 6f launcher guide catheter and a medtronic telescope guide extension catheter were also used during the procedure with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.